Event description:
Patient was implanted with trochanteric fixation nail, helical blade and distal locking screw construct on (B)(6) 2013. Imaging taken on an unspecified date revealed the helical blade had migrated through the femoral head and advanced into the joint. Patient was returned to the or on (B)(6) 2013, for revision surgery. All hardware was removed and the patient was revised to a new tfn construct. The hardware was discarded of. This is 1 of 2 reports for the same event, (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11mm ti helical blades was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Placeholder.